Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she was hospitalized due to inserting the cannula incorrectly which caused high blood glucose. Customer's blood glucose at time of hospitalization was unknown. Customer's blood glucose at time of call was 130 mg/dl. Customer experienced shoulder pain, nausea, dry mouth, and vomiting blood due to high blood glucose. Customer was not wearing the device at time of hospitalization. Customer was off the device an hour prior to the incident. Customer declined the high pressure test. Customer reported the infusion set cannula was bent. Customer was using an expired infusion set. Customer had pneumonia and stomach ulcer. Customer will not be returning the device for analysis.